Event description:
Device was being utilized on a pt for gastrojejunostomy feedings. Some time after placement, the catheter migrated out of the pt's stomach. The pt developed peritonitis. The pt developed peritonitis. The pt was treated and recovered from this event. Attempts to obtain add'l info have not been successful.